Event description:
It was reported that during a clinic visit, the health care professional (hcp) called technical services (ts) for further review of this implantable cardioverter defibrillator (ICD) stored episodes. Upon review the presenting electrogram (egm) showed that the patient was in a ventricular fibrillation (vf) episode. The device delivered a shock, however, during the shock delivery, code 1005 which indicated an open circuit condition was recorded. The cause of the code 1005 was determined to be due to high out of range shock impedances on the right ventricular (rv) lead were recorded during the shock delivery. The shock was able to successfully convert the arrhythmia. Ts recommended for the replacement of the device and rv lead. At this time, the ICD and rv lead remain in service. No additional adverse patient effects were reported.

Manufacturer narrative:
This device was not returned for analysis. The allegation(s) in this complaint have not been confirmed as there was not enough information provided in the complaint and the product has not been returned for analysis. The "cause not established" conclusion code was selected because the reason for the alleged observation(s) could not be determined.

Event description:
It was reported that during a clinic visit, the health care professional (hcp) called technical services (ts) for further review of this implantable cardioverter defibrillator (ICD) stored episodes. Upon review the presenting electrogram (egm) showed that the patient was in a ventricular fibrillation (vf) episode. The device delivered a shock, however, during the shock delivery, code 1005 which indicated an open circuit condition was recorded. The cause of the code 1005 was determined to be due to high out of range shock impedances on the right ventricular (rv) lead were recorded during the shock delivery. The shock was able to successfully convert the arrhythmia. Ts recommended for the replacement of the device and rv lead. At this time, the ICD and rv lead remain in service. No additional adverse patient effects were reported. Subsequently, additional information was received that reported that the patient with this implantable cardioverter defibrillator (ICD) underwent a replacement procedure, where this ICD device was explanted and replaced with a new device successfully. No additional adverse patient effects were reported.